Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that the pump was not charging the batteries during a routine check by the customer. The fse replaced the power management board and reloaded b14 software due to error code 7 found in the fault logs. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
The customer reported that during a service test of the intra-aortic balloon pump (iabp), a charging issue was discovered. There was no patient involvement, and no adverse event was reported.